Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/25/2015 with the following findings: on investigation, a couple of battery compartment cracks were found, one along the side of the grip pad running from the threads to the case seal and one from the threads down through the grip pad. The threads on the battery cap were stripped. The pump powered up to a dim and discolored display. The auditory and vibratory features were operational. No tactile issues were found with the buttons. (B)(4).

Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked, the battery cap threads were stripped, and the display was dim/discolored. This report is made based on the results of investigation completed on 08/25/2015.